Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that the patient experienced ineffective therapy. As a result, surgical intervention was undertaken wherein the system was explanted at unknown date to address the issue. It's unknown which lead caused ineffective therapy.